Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea and palpitations. The right ventricular (rv) lead (implantable pulse generator (ipg) programmed vdd) exhibited atrial undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.